Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that the patient contacted his patient liaison an stated that over the last two months his pump has been increasingly difficult to pump. He also noted feeling a lump or mass in his abdomen. The patient has seen his physician already and the physician concluded that the patient may have fluid loss with his device, and a revision is needed. The patient feels that this conclusion may be wrong and the patient liaison gave the patient information if he wanted to seek a second opinion. Additional information was received that this patient attended an appointment with his physician. The patient had a MRI and it indicated there may be fluid loss in his system and the reservoir may have migrated. A revision surgery has been scheduled on a future date. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. If you cannot provide the information, please provide the specific reason. If someone else should be providing the information, please provide their name and contact information.